Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics inc. (Procept) became aware that 2 days post aquablation therapy, the patient had an ischemic stroke. Patient has an extensive heart history with previous mi (myocardial infarction) and CABG (coronary artery bypass graft) surgery. Aspirin was held for the aquablation therapy. The patient was treated by restarting aspirin. The patient was reported to have been discharged from the hospital and is doing well. The treating surgeon does not attribute this event to aquablation therapy/device. No malfunction of the aquabeam robotic system was reported. Aquablation therapy was completed successfully without errors/malfunctions.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR), and instructions for use (IFU). A review of the device history record (DHR) for ab2000-b/serial number: (B)(6) was conducted, which confirmed that there were no non-conformance's, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (ifu0101-00), rev. E, was reviewed and states the following: 3. Contraindications: do not use the aquabeam robotic system in patients who do not meet the indication for the system¿s intended use. In addition, do not use the system in the following: inability to safely stop anticoagulants or antiplatelet agents perioperatively. 4.3 warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include but are not limited to the following, some of which may lead to serious outcomes and may require intervention: embolism section 8.32 states the following: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: cautery followed by foley balloon catheter insertion. Under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation). Balloon catheter in bladder with bladder neck traction. Balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder. Under trus guidance retract balloon into prostatic fossa. Inflate balloon to 30-50% of initial prostate volume. Apply mild traction on the catheter to hold the balloon catheter in place. Balloon catheter in bladder, no traction. C. Start cbi per hospital protocol. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. It was reported that the patient suffered an ischemic stroke 2 days post aquablation therapy. Patient has an extensive heart history with previous mi (myocardial infarction) and CABG (coronary artery bypass graft) surgery. Aspirin was held for the aquablation. Patient was treated by restarting aspirin. The treating surgeon does not attribute this event to aquablation therapy. As per the treating surgeon, stopping aspirin before the treatment was likely the issue. It was reported that the patient has been discharged and is doing well. No malfunction of the aquabeam robotic system was reported. The aquabeam robotic system's instructions for use (IFU) specifies not to use aquabeam robotic system in patients who cannot safely stop anticoagulants or antiplatelet agents perioperatively. Based on the event details, plus a review of DHR, and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.